Event description:
It was reported that, "4mm offset the jam nut would not spin. It was completely fixed which render the offset unusable."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.